Event description:
End users family member alleged the end user was getting ready to sit in the unit when they accidentally turned the unit on putting the unit in motion. The end users family member alleges the unit then went forward, the end user fell and the unit landed on top of them. End user sustained a fracture to their left shoulder, a fractured left arm and a fractured collarbone.